Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open colectomy procedure. The open stapler was being used to auto suture the colon. The stapler had a good fit with the bowel, however, when the stapler was fired it failed to secure the distal segment of the colon. The stapler did not have staples in it. The colon was over sewn with suture in a lembert single layer fashion. The post operative period progressed as expected and the patient was discharged.